Event description:
It was reported that the "wires" down a patient's back "kept breaking." The reporter stated that they broke three times in 2002. After the third wire break, it was reported that the doctor said he "couldn't keep replacing the wires" so he removed the system. The reporter stated that after the system was removed the patient was "right back in constant pain and going crazy." Additional information has been requested but was not available as of the date of this report. See MFR report # 3007566237-2013-00099 and MFR report # 3007566237-2013-00100.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
Additional information stated the previously reported device was not made by this manufacturer. No further information was reported.